Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, scratched case, cracked case at display window corner and minor scratched lcd window. Unable to perform displacement test due to broken reservoir tube lip.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.